Manufacturer narrative:
A complete manufacturing review could not be performed, as the lot number is unknown. One maxcore biopsy needle was returned for evaluation. During functional testing the cannula fired automatically. An x-ray revealed insufficient cannula tang engagement, and upon disassembly it was noted that the left bumper was bent within the device housing. Therefore, the investigation is confirmed for cannula self-activation and cannula priming issues. The bent left bumper is the most likely root cause for the reported priming issues and identified self-activation. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during a biopsy procedure the first slide allegedly could only be primed once in 10 attempts. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number was not provided, a review of the device history records has not been performed. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a biopsy procedure the first slide allegedly could only be primed once in 10 attempts. There was no reported patient injury.